Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A health care provider (hcp) reported via a manufacturer representative that high impedances were measured during an implantable neurostimulator (ins) replacement procedure. High impedances of greater than 40,000 ohms were measured on one channel when the ins was first connected. No environmental, external or patient factors contributed to the high impedances. Multiple impedances measurements were made and the hcp tried switching the extensions between the right and left channels, but the issue was not resolved. Impedances remained high on the same channel after troubleshooting. The hcp decided to use a new ins and the issue was resolved. No impedance issues were measured with the new ins. No further patient complications were anticipated.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis product ID# (B)(4): no anomalies were identified. If information is provided in the future, a supplemental report will be issued.